Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the infusion set tubing. Additionally, it was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 150 units of insulin. The customer loaded a new cartridge successfully and received an accurate fill estimate. The customer's blood glucose level was reported to be 410 mg/dl, which was addressed with manual injections.